Event description:
Ous MDR - after an implant duration of about 16 months it was reported that the pacing impedance increased from 550 up to 1000 ohm. Furthermore, oversensing was noted. No adverse patient side events were noted.

Manufacturer narrative:
The analysis of the lead demonstrated a rubbed through insulation in the region of the tricuspid valve. The finding can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Further damages such as cuttings in the insulation resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.